Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional (pci), stent damage occurred. The physician attempted to direct stent a calcified lesion in the moderately tortuous, 80% stenotic first marginal branch. The 2.5mm x 16mm liberte' stent delivery system failed to cross the lesion. Resistance was encountered while attempting to retract the liberte' stent delivery system back into the guide catheter. Upon removal, it was noted that two of the stent strut damage was not seen at device preparation. The procedure was successfully completed following pre-dilation of the lesion and placement of another manufacturer's stent. No patient injuries or complications were reported. Patient status is reported as "good."